Manufacturer narrative:
Correction to section d6b. The valve was not explanted.

Manufacturer narrative:
Corrections to section h6. Additional information received clarified that the valve in valve procedure was performed dur to valve degeneration. Per the instructions for use (IFU), device degeneration is a potential risk associated with the use of bioprosthetic heart valves. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other comorbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the valve was reported to be degenerated. However, as limited information was provided, there are no known risk factors that could have contributed to the event (e.g. End stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. It is possible that the event is related to the progression of the patient's disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The causes of the valve in valve procedure could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and nay excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported from our affiliates in (B)(6), approximately 8 years post transcatheter aortic valve replacement (tavr) with a 26mm sapien xt valve, a valve in valve (viv) procedure was performed with a 23mm sapien 3 valve. The reason for the viv is unknown at this time.